Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use mechanical lithotriptor was found to be torn when the doctor attempted to insert a guide into the tip. The issue occurred during a therapeutic (ercp lithotripsy) procedure. The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results from the investigation, the reported event of "guidewire tip torn" was confirmed. The cause was attributed to the guidewire tip not being molded under optimal processing conditions. Olympus will continue to monitor field performance for this device.